Event description:
It was reported that approximately 5 years and 9 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, leaflet thickening with thrombus/pannus formation was observed, and the patient was hospitalized. It was planned for the patient to be discharged on anticoagulation and undergo workup for possible transcatheter aortic valve-in-transcatheter aortic valve replacement or surgery. Per the physician, the depth of implant contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the transcatheter bioprosthetic valve was implanted in the native annulus. No valve migration was apparent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the valve was at a depth of 3.0 millimeter (mm) on the non-coronary cusp (ncc), 6.5 mm on the left coronary cusp (lcc), and 5.4 mm on the right coronary cusp (rcc).